Event description:
Pump was infusing heparin when it randomly started beeping. Patient rang out, nurse went in and the message "defective battery" was on the screen. Pump removed and immediately replaced with a new pump, heparin drip restarted.